Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. The auto mode was not active due to insulin flow block alarm. Customer stated he was having issues with the insulin pump giving the insulin flow blocked. The insulin pump will not returned for analysis.